Event description:
After a fall at work in 2007, I eventually had to have a right hip replacement on (B)(6) 2009. Immediately following the surgery, I was still having pain in the right hip. A 2010 bone scan showed some loosening of the acetabular cup, but it wasn't until early 2011 that the doctor mentioned it was the metal-on-metal device that could be causing the continued problems. I tried steroid injections, aspiration of the hip and medications and finally a revision surgery. Because of the defective product, I am unable to work. I had planned to work into my (B)(6) as a heavy equipment hauler, but I am unable to get up and down off the equipment and/or trailer or to sit for extended periods of time.